Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional called to report a right side tissue expander deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening side assessed as unidentified (tear) . No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional called to report a right side tissue expander deflation. Device has been explanted.

Event description:
Healthcare professional reported a right side tissue expander deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 11/jan/2024. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 06/feb/2024.

Event description:
Healthcare professional called to report a right side tissue expander deflation. Device has been explanted.